Event description:
The customer reported that while sealing and cutting, the device knife became jammed and the jaws would not open. There was no patient injury. The incident device has not yet been returned but photos of the device reveal that the knife is protruding from the jaws of the device.

Manufacturer narrative:
(B)(6). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.